Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) and right atrial (ra) lead, due to non-function. Spectranetics lld ez lead locking devices (lld ezs) were inserted into each lead to provide traction. Beginning with a 14f spectranetics glidelight laser sheath and spectranetics visisheath on the ra lead, progress stalled in the right atrium. With the same laser on the rv lead, advancement was made, but did not continue past the same point. Next, utilizing a spectranetics 13f tightrail rotating dilator sheath back on the ra lead, the lead was removed. Then, the 13f tightrail was moved to the rv lead, making progress down to the distal coil, where significant binding at the tricuspid valve was encountered. Switching to a spectranetics 16f glidelight laser sheath, and while using traction from the lld, the rv lead released, with a considerable amount of tissue on the lead. Once the lead was removed, an effusion and tricuspid regurgitation was noted via transesophageal echocardiogram (tee). Rescue efforts began, including pericardiocentesis. The bleeding slowed, and a repair of the tricuspid valve, with use of an abbott triclip was attempted, but unsuccessful. Therefore, the decision was made to perform a sternotomy, and an rv perforation was also discovered; however, had healed itself. Repair to the tricuspid valve was successful, and the patient survived the procedure. This report captures the lld ez in use when patient injury occurred, requiring intervention. There was no alleged malfunction of the lld ez in use during the procedure.

Manufacturer narrative:
A4) patient weight- not provided by facility. H3) the device was discarded; thus no product investigation could be performed. H6) cardiac perforation and tricuspid regurgitation are known possible risks associated with use of the lld. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.